Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 11jan2019 through 11feb2020. There were no similar complaints identified during the searched period. The st aia-pack bhcg analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Expected values: each laboratory should determine a reference interval corresponding to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported event could not be duplicated.

Event description:
The customer reported receiving a discrepant beta human chorionic gonadotropin (bhcg) result on their aia-2000st analyzer. The result was 386 miu/ml the first time it was run. The customer reported the result to the physician who requested to have the specimen run again. The sample had been stored in the refrigerator. When it was pulled and warmed to room temp, the result was 4053 miu/ml; however, when the sample was repeated the result was 4020 miu/ml which was closer to expected result. The customer called technical support (ts) back to inquire about the cause of the discrepant results. Ts explained that the sample could have had fibrin that interfered with the sampling and asked the customer to check for any errors during the run of the sample. The customer stated they had not seen any other samples with this problem but would randomly run samples in duplicates for the next week. The customer called ts back several days later to report there were no other discrepant results. No further action was required by technical support. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.